Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge error message while attempting to load multiple new cartridges. The customers blood glucose (bg) level was reported to be 170-180 mg/dl. The customer took a correction bolus to stabilize bg level. The contact decline to troubleshoot with tandem technical support. Reportedly, the customer was able to reload a new cartridge successfully.